Event description:
During an open heart surgery pt sustained a chemical burn to the throat during surgery, attributed to the use of a tee probe. The staff noticed staining on the pt lips and tongue following removal of the probe and the pt complained of a severe sore throat. A scope assessment revealed severe edema, erythema and a small erosion with fibrin clot at the margin of epiglotis. The user facility recently began using cidex opa solution to clean their tee probes and suspects it contributed to the staining and ultimate burn. Upon follow-up with the user facility in 2001, it was noted that the pt is now doing fine and appears to not have suffered any lasting effects.